Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluations summary : (B)(4): the full was returned and analyzed with no anomalies found. There was blood/body fluid (not obstructed) on all conductors.

Event description:
It was reported that the lead could not be implanted due to the patient's anatomy. The lead was explanted. No patient complications have been reported as a result of this event.